Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced due to suspected premature battery depletion. The electrode was also explanted and replaced, as the placement was suboptimal. The patient had received multiple inappropriate shocks over the time the s-ICD system was implanted, due to diminished r-wave amplitudes and oversensing of myopotential noise. The smart pass feature had deactivated due to the small amplitudes. Therefore, a new s-ICD system was implanted with better placement of the electrode. Defibrillation threshold (dft) testing was performed successfully, with normal a shock impedance measurement and improved r-wave amplitudes. Automatic set-up was performed and the primary vector was chosen. No additional adverse patient effects were reported due to the inappropriate shock therapy or the replacement procedure. The explanted products were expected to be returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. This report is being filed to add the device manufacture date.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced due to suspected premature battery depletion. The electrode was also explanted and replaced, as the placement was suboptimal. The patient had received multiple inappropriate shocks over the time the s-ICD system was implanted, due to diminished r-wave amplitudes and oversensing of myopotential noise. The smart pass feature had deactivated due to the small amplitudes. Therefore, a new s-ICD system was implanted with better placement of the electrode. Defibrillation threshold (dft) testing was performed successfully, with normal a shock impedance measurement and improved r-wave amplitudes. Automatic set-up was performed and the primary vector was chosen. No additional adverse patient effects were reported due to the inappropriate shock therapy or the replacement procedure. The explanted products were returned for analysis.